Event description:
Patient was revised to address a broken srom stem. It was noted that it had broken inside the sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.